Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the mx40 which can be seen as a ¿speaker malfunction¿ error message. The device was not in use on a patient.